Event description:
A cycle power message was reported.

Manufacturer narrative:
(B)(4). A cycle power message was reported. The device was evaluated by a philips field service engineer. The issue was resolved by replacing the power pca.